Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient had passed away on the date the pacemaker was implanted in 2017. The device was suspected to be buried with the patient as it was not returned for analysis.